Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the customer¿s adc freestyle libre sensor fell off less than a day of wear. The customer was not able to monitor their blood glucose and experienced symptoms described as ¿slow¿ and thirst. The customer had contact with a healthcare professional who diagnosed the customer with diabetic ketoacidosis (dka) and humalog was administered intravenously. There was no report of death or permanent impairment associated with this event.